Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 10 months after the dental implant was installed in intraoral region #4, and 2 months after prosthesis installation,it was verified its loss of osseointegration. Fourtyfive ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type ii and bone graft was executed.